Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no stimulation transmission to the patient, the cable was changed but the issue was not resolved. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had no stimulation. The epg passed incoming functional testing. It was indicated that the output connectors were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.